Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device but was not able to duplicate the reported issue. The biomedical engineer verified that the device was able to detect a test load, and charge and shock, without any discrepancies. This was confirmed in both manual and AED mode. Physio-control recommended that the biomedical engineer complete a performance inspection procedure (pip) prior to placing the device back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a user of their device stated that it would not detect that a quik-combo therapy cable was connected. As a result, defibrillation may not be possible if it were necessary. There were no reports of patient use associated with the reported event.